Manufacturer narrative:
Event date: time period was between (B)(6) 2016 and (B)(6) 2017 with follow-up until (B)(6) 2018. Literature article: technique failure in remote patient monitoring program in patients undergoing automated peritoneal dialysis: a retrospective cohort study, 2020, leyder corzo, martin wilkie, jasmin I vesga, bengt lindholm, giancarlo buitrago, angela s rivera and rafael m sanabria. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which 15 peritoneal dialysis (pd) cases experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.